Event description:
Per the audiologist, a CT scan showed the electrode array was not positioned correctly in the cochlea. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report, filed on august 08, 2008.